Manufacturer narrative:
H11: additional manufacturer narrative: updated: b5, b7, g3, g6, h2, h6: (health effect clinical). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
The patient presents with heart failure nyha iii. Pre-op echo: mitra valve bioprosthesis is severely stenosed. Peak mitral velocity is 2.44 m/s and peak/mean gradient is 23.7 mmhg / 12.1 mmhg.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 3 years, 10 months due to severe stenosis. The tmvr was successfully performed with a 29mm 9600tfx valve. Patient was discharged on pod #2.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g6, h2, h6: (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including end stage renal disease and coronary artery disease.